Event description:
It was reported the patient's blood glucose level rose to >250mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was alarming during operation.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed in conjunction with an 0x67 occlusion alarm. A tear in the exposed portion of the soft cannula prevented fluid from flowing through the complete fluid path. The timing and cause of the external tear could not be determined. The exact cause of the reported 0x67 occlusion alarm could not be conclusively determined.